Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the atrial lead. The noise could not be reproduced in clinic. All other electrical values were stable. No changes were made and the patient would continue to be monitored.